Event description:
It was reported that during a lap cholecystectomy procedure, the device was firing malformed clips. The clips were twisted and scissored. Used a second device to complete the case. No pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.